Event description:
Reportedly, on (B)(6) 2016, the pacemaker was found in rrt upon interrogation. The subject device has been explanted on (B)(6) 2016.

Manufacturer narrative:
Preliminary analysis did not reveal any irregularities regarding the subject device.

Event description:
Reportedly, on (B)(6) 2016, the pacemaker was found in rrt upon interrogation. The subject device has been explanted on (B)(6) 2016.

Event description:
Reportedly, on (B)(6) 2016, the pacemaker was found in rrt upon interrogation. The subject device has been explanted on (B)(6) 2016. Preliminary analsysis did not reveal any iregularities.